Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was reviewed, finding no errors. A global receiver test was performed and passed. A manual 'try it' test and a drop test was performed and they passed. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined.